Event description:
It was reported the patient was implanted with an unknown system. The patient experienced mental and physical pain and suffering, and permanent injury. The patient also suffered and/or was at great risk for infection and additional surgical procedures.

Manufacturer narrative:
It is unknown if this implant is an ams pelvic mesh product or another manufacturer¿s product. Should additional information become available, regarding this event it will be re-evaluated and a follow-up report will be sent.